Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The original complaint was reported for one opt316 junior nasal cannula, however we received two opt316 devices for investigation. Method: two opt316 optiflow junior nasal cannulas were returned to f&p in (B)(4) and were visually inspected. Results: visual inspection of device 1 revealed no damage. Device 2 revealed that the loop pad (wigglepad padding) had peeled off from left and right side of the cannula. There is glue residue on the surface of the cannula where the loop pad is attached. Conclusion: the optiflow junior nasal cannula maintains good retention on the infant's face during use. The wigglepads can become soiled with patient secretions over time and this can affect the retention. For this reason our user instructions warn the user to replace them when necessary: spare wigglepads are available for this purpose. Loop pads are bonded to the infant optiflow cannula using specialised primer and cyanoacrylate glue, in addition to the adhesive on the loop pad's backing. The bond strength of the loop pads to the cannula exceeds the bond strength of the loop pads to the hook on the wigglepads. The user instructions that accompany the opt316 optiflow junior nasal cannula state the following: - "ensure skin is dry/prepared". - "check cannula remains secure on the face. Replace wigglepads if required".

Event description:
A distributor in (B)(6) reported via a fisher & paykel healthcare (f&p) representative that an optiflow junior nasal cannula, opt316 was damaged. Upon assessment, it was revealed that the loop pad had come loose from the plastic. There was no patient consequence.